Manufacturer narrative:
Although requested, no patient details: dob, age, gender, weight, or diagnosis were available. (B)(4). The nurse stated that there was no harm to the patient as a result of the stuck tubing or the PICC replacement. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during a dressing and tubing change for a homecare patient, the nurse attempted to remove the tubing from the peripherally inserted central catheter (PICC) lumen hub. The tubing was stuck, and in the process of untwisted the device, the tubing snapped, leaving a piece of the plastic male end of the extension tubing inside the PICC hub. The nurse was not able to remove the piece of tubing in the hub resulting in a PICC line replacement. There was no patient harm as a result of the event or the PICC line replacement.